Event description:
Attempting to cross lesion in the marginal branch. Unsuccessful attempts made twice by cardiologist to cross. As stent was being pulled back into the guide, the stent displaced off the balloon and was left in the distal lfet main / proximal circumflex area. Cardiologist used a 4mm microsnare to retrieve the stent out of the artery.